Manufacturer narrative:
Three prowater guide wires were returned for evaluation. Since which prowater guide wire belongs to this complaint is unknown, investigation was performed on each guide wire referred to as prowater 1 through 3. Three-dimensional deformation was found for approximately 10mm from the tip. No other defect was found on the returned prowater 1. The distal segment for approximately 22mm from the tip was found curved. The coil pitch was widened at approximately 21-25mm from the tip. No other defect was found on the returned prowater 2. Helical deformation was found for approximately 20mm from the tip. Coils were found stretched at approximately 20-25mm from the tip. No other defect was found on the returned prowater 3. All three prowater guide wires were reportedly from the same lot. Lot history review revealed no anomaly relating to the reported events. No other similar product experience report was received from this lot. Reported peeling of the coating was not confirmed by evaluation of the returned guide wires. Based on the obtained information and investigation outcome, it was presumed that tensile stress and/or friction was applied on each guide wire during removal likely because the guide wire was jailed by or interfered with the deployed stent. It was concluded that damage observed on the returned guide wires were not attributed to product quality. The instructions for use (IFU) states: - [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; - [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, - [malfunction and adverse effects] breakage of the guide wire.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Replication test was performed as per the known similar cases. An unused guide wire of the same brand was inserted into a torque device. The torque device was slightly loosened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. There were two other events reported from this lot. Both occurred in the same facility as this one but used in different patients. Damage reported on two other wires would be resulted from different causes. It was concluded that this event was not attributed to product quality. Reviewing of production records found no indication of product quality deficiency. It was indicated that a hard and sharp part of the deployed stent scraped the wire surface and peeled the ptfe coating. Tensile stress generated with wire removal that was applied while the wire was being jailed in the deployed stent likely contributed to damaging of the guide wire. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the patient vasculature due to procedural circumstances. The instructions for use (IFU) states: [warnings]: if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings]: do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects]: abrasion of the guide wire coating and breakage of the guide wire.

Event description:
It was reported that the procedure was to treat 90% stenosed and moderately calcified distal rca lesion into pda and a 70% stenosed mid rca lesion. The prowater guide wire was in the distal rca and then a balance middleweight universal ii (bmwuii) guide wire was brought into the posterior descending artery (pda). The pda was stented on the bmwuii guide wire, jailing the prowater guide wire. A xience xpedition stent was deployed at 10 atmospheres (atm) for 7 seconds and the guide wires were exchanged, putting the prowater into the pda and the bmwuii into the stent struts to open the side branch. The mid rca was then stented with a xience xpedition stent at 18 atm for 15 seconds. After the procedure, the physician noted that the prowater guide wire was stripped [peeled] and damaged. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.